Event description:
It was reported that the zimmer air dermatome seemed to jump around and caused a couple of areas of the harvested graft tissue to be slightly chewed up. It was reported that harvest was able to be used as planned. There was no additional harvest, increased surgical time, patient injury or medical/surgical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/04/2012. The inspection found that the unit was in calibration and performed according to specification. No damage was present on the device. The cause of the reported issue is most likely user technique. The device was serviced and returned to the customer.